Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition except for a missing nub on the downstream occlusion sensor. The investigation determined that the missing nub on the downstream occlusion sensor was the cause of the reported issue. The missing nub was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump would not stop beeping. No adverse effects were reported.